Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient suffered a complete system infection. It was unknown if there was a correlation between the infection and the devices or device related procedures. The system was explanted. The patient was stable. Related manufacturer reference number: 2017865-2019-16136. Related manufacturer reference number: 2017865-2019-16137. Related manufacturer reference number: 2017865-2019-16138.